Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, it was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings for an unspecified amount of time. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.